Manufacturer narrative:
(B)(4). Date sent: 11/29/2021. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? There was no post op bleeding, as per the above, the bleeding was identified intra operatively. How many days postoperative was the bleeding identified? As above. What was the total estimated blood loss (ml)? 500ml. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Unknown. Did the patient have chemotherapy or radiation? None. Did the surgeon wait 15 second prior to firing? Yes. What was the vessel placement in the jaw? Yes.. What is meant by ¿staple lines looked unusual¿? Some unformed staples- the surgeon mentioned that the cut line looked ¿chewed¿- ie not a clean cut. Are photos available? No- a video was available but the patient has not consented to this being viewed outside of the hospital. Was the vessel under tension during firing? No. What was the indication for surgery? Primary lung cancer. Was there any known calcification of the vessel? No.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the current patient status known? Patient has been discharged- safe and well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Extended stay in itu and extra stay on the ward. .

Event description:
It was reported that during a uniportal lower lobectomy. The pvs was fired first on the pa, which was around 15mm in diameter. Immediately, the surgeon witnessed significant oozing from the proximal side of the artery, which was controlled with compression using a pack. The second firing took place on the inferior pulmonary vein, again significant oozing was visible from the proximal side. After 30 minutes of compression on both vein and artery, the surgeon used 2 gold haemolocks to control the bleeding on both, and reinforced using tisseal. The surgeon mentioned that both staple lines looked unusual, again irregular in patched with some malformed staples. No patient consequences reported. No further information is available.